Manufacturer narrative:
Manufacturer's analysis conclusion: the evaluation of the device confirmed internal wire fatigue. A direct correlation between the internal wire fatigue and the driveline fault alarms observed in the log file data cannot be conclusively determined through this investigation. A specific cause for the driveline fault alarms cannot be conclusively determined through this investigation as the entire driveline was not returned for evaluation. The pump was returned assembled with the driveline cut approximately 1.5¿ from the pump body and severed portions of driveline measuring approximately 10.0¿ and 21.5¿, were also returned. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Continuity testing was performed, and all the wires were found to be electrically intact. No shorts or discontinuities were found during electrical continuity testing. The shielding and bionate were removed from the returned portions of driveline and visual inspection of the underlying wires revealed breaches in the insulation of the black and orange wires approximately 1.5¿ and 2.75¿, respectively, from the proximal end of the 10.0¿ segment of driveline, underneath the velour covering. The conductors of the black and orange wires were exposed, which appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. There was no evidence of mechanical damage such as crushing or pinching. The driveline portions were then submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any additional areas of concern. The breaches in the wires would have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the mpu or power module. The resulting shorts to ground would have caused the low speed events observed in the submitted log file data. The disruptions in the wires would have also affected wire phases 2 and 3 and could have interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield if the device was supported by batteries or an ungrounded patient cable. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: incidental findings: visual inspection of the interior of the outlet housing revealed silicone residue from the silicone potting around the motor capsule terminals adhered to the interior of the outlet housing. A specific cause for this adherence could not be conclusively determined through this evaluation. Manufacturing has been notified of this finding. Visual inspection of the driveline potting inside the pump outlet housing (interior of the cable boss) noted that the potting had an opaque, reddish color and smooth surface. There was no evidence of fluid ingress into the surrounding space. The issue appeared to only be cosmetic and the cause could not be conclusively determined. The evaluation of (B)(6) confirmed internal wire fatigue. A direct correlation between the internal wire fatigue and the driveline fault alarms observed in the log file data cannot be conclusively determined through this investigation. A specific cause for the driveline fault alarms cannot be conclusively determined through this investigation as the entire driveline was not returned for evaluation. The pump was returned assembled with the driveline cut approximately 1.5¿ from the pump body and severed portions of driveline measuring approximately 10.0¿ and 21.5¿, were also returned. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Continuity testing was performed, and all the wires were found to be electrically intact. No shorts or discontinuities were found during electrical continuity testing. The shielding and bionate were removed from the returned portions of driveline and visual inspection of the underlying wires revealed breaches in the insulation of the black and orange wires approximately 1.5¿ and 2.75¿, respectively, from the proximal end of the 10.0¿ segment of driveline, underneath the velour covering. The conductors of the black and orange wires were exposed, which appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. There was no evidence of mechanical damage such as crushing or pinching. The driveline portions were then submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any additional areas of concern. The breaches in the wires would have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the mpu or power module. The resulting shorts to ground would have caused the low speed events observed in the submitted log file data. The disruptions in the wires would have also affected wire phases 2 and 3 and could have interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield if the device was supported by batteries or an ungrounded patient cable. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The site reported the patient underwent a pump exchange on (B)(6) 2020. No further information was reported.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
The patient was seen in-clinic due to a driveline fault alarm. Log file analysis noted several low speed advisories and speed drops. A driveline disconnect was noted on (B)(6) 2020. The site requested a driveline repair due to suspected short to shield. No further information was reported.